Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system - controller , model #: unk / catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku. Device available for eval? No. Mfg date: unk. Labeled for single use? No. (B)(4). Additional information has been requested regarding the type of alarms that were heard, more specifics of the controller, more details of the death, and csv log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a high priority alarm. The exact cause of the alarm could not be determined at the time but the patient was instructed to exchange the controller. After some time, police and fire brigade were called to the patient's home and to attempt reconnecting the vad, controller, and power sources. It was unknown if the vad was running during this attempt to reconnect all the devices. The patient expired and cause of death is not known.

Event description:
It was further reported that the high priority alarm was a vad stop alarm that sounded on both the patient's primary and back up con trollers.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Date of death was corrected from (B)(6) 2021 to (B)(6) 2021 and device codes was corrected from a1412 to a141204. Additional products in additional manufacturer narrative was also updated and corrected for d1, d4, d9, h4, h6. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial: (B)(6), h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 28-aug-2018, h6: FDA device code(s): a141204. D1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 31-aug-2019, serial: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 28-aug-2018, h5: no, h6: patient ime code(s): e2401, h6: imf code(s): f02, h6: FDA device code(s): a141204, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and two controllers were not returned for evaluation. Log file analysis revealed that a controller was originally in use at the time of the event. Review of the controller log files associated with a controller revealed a controller power up event logged on 19/dec/2020 at 23:36:05. The data point prior to the loss of power revealed that a battery was connected to power port one with 22% relative state of charge (rsoc) and the battery was connected to power port two with 50% rsoc. The data point recorded after the loss of power revealed that an active adapter was connected to power port one and no power source was connected to power port two. The controller was without power for 16 seconds. A vad stopped alarm was then logged at 23:37:16, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was logged at 23:56:56 due to the physical disconnection of the driveline from the controller. Several additional vad stopped alarms, vad disconnect alarms and controller power up events were logged, likely due to troubleshooting of the device. Review of the controller log files associated with con401988 revealed two controller power up events were logged on 20/dec/2020 at 00:18:30 and 00:20:17, respectively. Prior to the first power up event, the other controller last had power on 12/jul/2019, indicating that the power up likely occurred during a controller exchange. A vad disconnect alarm was logged at 00:18:36 due to the controller powering up without a driveline cable connected, which was cleared at 00:19:27 after the driveline cable was connected. A vad stopped alarm logged at 00:21:21, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was then logged at 00:49:57 due to the physical disconnection of the driveline from the controller. Controller losses of power and vad stopped alarms will result in a loud-audible alarm from the controller. As a result, the reported event was confirmed. A possible root cause of the first loss of power logged on the other controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA pr0050 2194 is investigating pump failures to restart. Additional products: d4: con401994 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10, d15 d4: con401988 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (con401994, con401988) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of con401988 revealed that the controller passed visual inspection and functional testing. Failure analysis of con401994 revealed that the controller passed functional testing. Visual inspection revealed contamination within the power ports, serial port, and the pump connector. Visual inspection also revealed a crack the corner of the controller housing near the pump connector. An internal inspection did not reveal any evidence of fluid ingress. These are additional findings not related to the reported event. The most likely cause of the observed contamination within the controller ports can be attributed to handling of the device. Based on an investigation conducted under CAPA: pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Log file analysis revealed that con401994 was originally in use at the time of the event. Review of the controller log files associated with con401994 revealed a controller power up event logged on (B)(6) 2020 at 23:36:05. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 50% rsoc. The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 16 seconds. A vad stopped alarm was then logged at 23:37:16, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was logged at 23:56:56 due to the physical disconnection of the driveline from the controller. Several additional vad stopped alarms, v ad disconnect alarms and controller power up events were logged, likely due to troubleshooting of the device. Review of the controller log files associated with con401988 revealed two (2) controller power up events were logged on (B)(6) 2020 at 00:18:30 and 00:20:17, respectively. Prior to the first power up event, the controller con401988 last had power on (B)(6) 2019, indicating that the power up likely occurred during a controller exchange. A vad disconnect alarm was logged at 00:18:36 due to the controller powering up without a driveline cable connected, which was cleared at 00:19:27 after the driveline cable was connected. A vad stopped alarm was logged at 00:21:21, indicating that the pump failed to restart after several attempts. A vad disconnect alarm was then logged at 00:49:57 due to the physical disconnection of the driveline from the controller. Controller losses of power and vad stopped alarms will result in a loud-audible alarm from the controller. As a result, the reported event was confirmed. A possible root cause of the first loss of power logged on con401994 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts.(B)(6) was in scope of fca cvg-21-q3-21. CAPA: pr00502194 is investigating pump failures to restart. Additional products: d4: serial or lot#: (B)(6) / d9: yes, return date: 01-apr-2021 / h3: yes dev rtn to MFR? Yes / h6: img code(s): g04035 h6: FDA method code(s): b01 h6: FDA results code(s): c07, c15 h6: FDA conclusion code(s): d01, d11, d12 / d4: serial or lot#: (B)(6) / d9: yes, return date: 01-apr-2021 / h3: yes dev rtn to MFR? Yes / h6: img code(s): g04035 h6: FDA method code(s): b01 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b5, e1, h6, h10 a supplemental report is being submitted for corrections. B5 description of event problem corrected from 'it was reported that the ventricular assist device (vad) exhibited a high priority alarm. The exact cause of the alarm could not be determined at the time but the patient was instructed to exchange the controller. After some time, police and fire brigade were called to the patient's home and to attempt reconnecting the vad, controller, and power sources. It was unknown if the vad was running during this attempt to reconnect all the devices. The patient expired and cause of death is not known.' To 'it was reported that the controller exhibited an ongoing, unknown high priority alarm associated with an unknown cause. It was unknown whether the ventricular assist device (vad) was running and a controller exchange may have been performed. Attempted reconnections between the vad, controller and power sources were performed. The patient subsequently died.' E1 prefix corrected to dr., last name corrected from (B)(6) to(B)(6) , street 1 corrected from (B)(6) to (B)(6) and region corrected to (B)(6) (07). H6 patient codes corrected from e2402 to e2401 and device codes corrected from a24, a26 to a1412. H10 additional products corrected d1, d4, d9, h4, h6. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2019 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 22-oct-2018 h6: patient ime code(s): e2401 h6: imf code(s): f02 h6: FDA device code(s): a1412. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an ongoing, unknown high priority alarm associated with an unknown cause. It was unknown whether the ventricular assist device (vad) was running and a controller exchange may have been performed. Attempted reconnections between the vad, controller and power sources were performed. The patient subsequently died.